Event description:
Hosp has been tracking the failure rate of these transmitters. Failure rate is very high due to battery contact breakage and poor battery door design. Two door clips made of plastic have been continually breaking and when they break the batteries are not making proper contact. Transmitter failure is due to loss of battery power. Rptr has contacted MFR multiple times concerning this problem for approximately one year in an attempt to rectify the problem. According to MFR, they are waiting for FDA to approve a redesigned transmitter. In the meantime the 100 plus telemetry beds at hosp are still failing.

Event description:
Add'l info rec'd from rptr 8/10/00: no pt injuries or death. MFR contacted rptr about a new case to correct problem. MFR says these are to be used as the devices break and not as a design change. Hosp has 104 beds of telemetry and rptr is concerned since this would probably take an estimated 4 to 5 months before the total refit can be done. Rptr is concerned for pt safety and that MFR is so slow in servicing hosp's many beds.

Event description:
Add'l info rec'd 8/21/00: five failures this past week. Battery contacts are still breaking. Design flaw. MFR has been notified. Rptr remains concerned about pt safety. MFR is sending replacements but they have the same design that has been failing. MFR has told rptr that they will swap out transmitters with new ones/newly designed but this will take months to exchange all of these monitors. Rptr questions why a recall hasn't been done.